Event description:
It was reported that during a procedure of a moderately calcified right coronary artery, the voyager nc balloon ruptured during inflation. The device was removed without issue and a second balloon was used in the procedure. There was no reported pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the returned balloon catheter was returned with blood and thick contrast visible on the shaft, in the inflation lumen and in the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. An attempt was then made to pressurize the balloon, but it would not inflate due to the contrast in the inflation lumen. The device was left pressurized in attempt to dissolve the contrast. And the analysis revealed a pinhole in the balloon above the distal balloon marker. There were also slight scratches noted on the outer surface of the balloon adjacent to the rupture site. Balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. The lesion was reported as moderately calcified and may have contributed to the difficulty experienced. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. In this case, it is not known what pressure the balloon ruptured at or the number of inflations that were performed, both of which may have aided the evaluation. The analysis also noted two kinks in the hypotube approx 40.6 cm and 87.8 cm distal to the strain relief tubing. However, this damage was not originally reported in the case description and may have occurred from handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. Based on the info received with this incident and the analysis of the returned device, the reported balloon rupture and mechanical damage noted appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.